Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link product underinfused. This occurred during use with a non-baxter syringe pump and a ¿fixed collar¿ connection. The reporter indicated that the ¿fixed collar¿ device was one of the following: bifuses, trifuses, macro or microbore syringe pump tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.